Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made but device not received to date. If the further details are received at a later date a supplemental medwatch will be sent note: events reported on mw# 2210968-2020-06326. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported upon receipt on (B)(6) 2020 on topical skin adhesive. It was noticed that the batch number and expiry date sticker pasted on the outer cover of the box are partially torn. Expiry date and batch number is not fully legible on the box. No damages are noticed on the plastic sheet covering on the outer side of the box. No patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: a photo was received for analysis, no sample was returned. Upon visual inspection of the picture, the sales unit box appears to be damaged. However, no conclusion could be reached as the device was not returned for analysis. All ethicon product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device batch pmr892, ahvm1215 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.